Event description:
It was reported that following a lap adjustable band procedure, patient had major slippage and complete stomach obstruction. The band was explanted. No further information available.

Manufacturer narrative:
D4; h4: information is unavailable; device was not returned for evaluation.